Manufacturer narrative:
E1. Full establishment name: (B)(6). To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope, 10 mm, 30°, hd, quick lock, autoclavable eyepiece was broken. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields d9, h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. He device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.